Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. There was no non-conforming product identified that would cause or contribute to the reported problem. The serial number of the device was unknown. The service history review and/or device history review were not performed as part of the investigation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized prior to death. It was not reported if pd therapy was ongoing until the time of death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.